Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The physician was treating a 99% stenosed lesion located in the mildly tortuous and mildly calcified common iliac artery (cia). Vascular access was obtained through the brachial artery. The lesion was pre-dilated with a 7mm sterling balloon catheter. This 8.0x20x135 cm express ld was advanced to the lesion without difficulties. Once to the lesion, an attempt to implant the stent was made, however, the balloon of the stent delivery system (sds) would not inflate. The physician suspected that the balloon ruptured. The device was removed from the patient intact with the stent undeployed. The procedure was completed with an 8x27mm express ld stent. There were no reported patient complications. The patient status is listed as "good". This product is only ous approved but it is similar to an approved us device.